Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and the generator interface board were replaced during the service call. The system was tested, found to be working as intended, and put back into service.

Event description:
The customer reported intermittent communication failed error messages. This error results in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.